Event description:
A report was received that the patient experienced inadequate pain relief and underwent an ipg explant procedure.

Manufacturer narrative:
The ipg passed all required tests performed and exhibits normal device characteristics.

Event description:
A report was received that the patient experienced inadequate pain relief and underwent an ipg explant procedure.